Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry and hazy vision. The lens was exchanged for another lens model 4 months following the initial procedure. Clinical reason for explant was mentioned as residual refractive issues. Additional information has been requested. There are 13 medical device reports associated with this file. This report is associated with the 13 of 13 files.